Event description:
It was reported that the pump housing was damaged, causing difficulty loading cartridges and resulting in the customer being unable to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.